Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging eye sight issues due to visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Section b5 has been corrected and should be reported as: the manufacturer previously received information alleging eye sight issues due to visualization of particles related to a CPAP device's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g1 and h6 (health effect code:2140) were corrected and updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged particle in device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airpath related to CPAP device's sound abatement foam. The device was returned to the manufacturer product investigation laboratory for further evaluation. The manufacturer inspected the device internally and externally. Observations are unknown white and black contamination (dust-like) inconsistent with degraded sound-abatement foam in the iso (international organization of standardization) port, dust-like contamination on top and bottom of blower motor and potential mineral deposit spots on bottom of blower box indicating potential water ingress. Black contamination consistent with keratin at the air outlet of the blower box, light unknown tan dust-like contamination in the blower box, brown and black dust-like contamination in the bottom of enclosure was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was customer allegation and no evidence of visible foam degradation but the contamination likely originated externally to the device. Sections d8, d9, h2, h3 and h6 updated in this report.